Manufacturer narrative:
The 2.8x16 graftmaster referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a perforation of a heavily calcified vessel in the left circumflex (lcx) artery. The perforation was caused by rotational atherectomy. The 3.5x16mm and 2.8x16mm graftmaster covered stents were attempted to be advanced but failed to cross to treat the perforation due to the anatomy. Drug eluting stents were used to complete the procedure and seal the perforation. There were no adverse patient sequela or clinically significant delay due to the failure to cross of both graftmasters.